Event description:
Patient also reported and a "biopsy that confirmed malignancy" which is not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.1, d.2, d.4, d.6, g.1, g.5. Reason for reoperation: silicone migration, lump/nodule, pain.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿pains in her left breast¿ and ¿mammographs and ultrasound confirmed there is silicon in her glands¿. This device relates to the left side. Device remains implanted.